Event description:
It was reported, a right and left heart catheterization was performed. After canulating the right femoral vein, a 7f sheath was inserted. The right femoral artery was then canulated and a 6f sheath was inserted with some difficulty. The groin was examined under fluoroscopy and it was suspected that the 7f sheath had been inserted into the artery and the 6f sheath had been inserted thru the body of the 7f sheath in the artery. The 7f sheath was pulled out with some resistance and it was noticed that a piece of sheath had broken off. A surgeon was called to retrieve the broken piece. A cut down was performed and the broken piece was successfully removed. The pt was recovering.

Manufacturer narrative:
One orange sheath tubing segment, consistent with tubing used in the 7f maximum hemostasis sheath, was returned for evaluation. A 6f maximum hemostasis sheath was also returned for eval. The orange tubing segment was 2.8 inches in length; damage to the proximal end was consistent with the complaint description. Review of the device history record was not possible since the lot number was unavailable. Based on the info provided to st. Jude medical, the cause for the reported event could not be conclusively determined.